Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was 500 mg/dl. The customer cleared the alarm and changed out the cartridge and infusion set tubing but not the infusion set site. Insulin pens were used to correct blood glucose level to 254 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.